Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately two months and twenty days following the implant of this transcatheter pulmonary bioprosthetic valve, a second valve was implanted, valve-in-valve after stenting the previous valve, due to a fractured valve with pulmonary vein stenosis and an increased gradient. Per the physician, the cause of the valve fracture was due to compression during the cardiac cycle and only one pre-stent used during the initial valve implant. No additional adverse patient effects were reported.